Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device screen had locked up in the middle of therapy. Nurse stated that there was a control panel error on the screen, and they could not push any buttons. Mss had nurse to power off, unplug, re-plug, and power back on device. Nurse also stated that they were worried that the device would not remember the settings or the hours of therapy before the reboot. Mss advised that the device would hold the patient case data for up to six hours after unplugging. Mss walked nurse through choosing existing patient and restarting therapy. The flow rate was 1.5lpm and climbing. Per follow up information received via phone on (B)(6) 2022, it was reported that the therapy was completed with no further issues and there was no impact to the patient. Nurse stated that the device was sent to clinical engineering for repair. No patient identifiers available.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the arctic sun device screen had locked up in the middle of therapy. Nurse stated that there was a control panel error on the screen, and they could not push any buttons. Mss had nurse to power off, unplug, re-plug, and power back on device. Nurse also stated that they were worried that the device would not remember the settings or the hours of therapy before the reboot. Mss advised that the device would hold the patient case data for up to six hours after unplugging. Mss walked nurse through choosing existing patient and restarting therapy. The flow rate was 1.5lpm and climbing. Per follow up information received via phone on 25-jul-2022, it was reported that the therapy was completed with no further issues and there was no impact to the patient. Nurse stated that the device was sent to clinical engineering for repair. No patient identifiers available. Per work order update on 25jul2022, biomed stated that they received an alert 80 (non-recoverable system error) while doing a functional check.